Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, oversensing and low p-waves and over-sensing of non physiologic intervals. It was also noted that there was a bipolar lead impedance warning on the ra lead. The first attempt to remove the lead failed but the subsequent attempt was successful. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation was breach but a location could not be determined due to the explant damage. If information is provided in the future, a supplemental report will be issued.